Event description:
During a dialysis treatment, the facility reported that the four-position line clamps were breaking. There was no adverse impact on the pt treatment. Reported to MFR on 7/24/96, however, determined to be MDR reportable on 9/26/96.